Event description:
A patient underwent a video-assisted thoracoscopic approach nuss procedure with concomitant cryo nerve block, using a cryos probe. During the procedure, the surgeon chose to maintain contact between the lung and the braided portion of the device. The probe stuck to the lung and postoperatively the patient experienced pneumothorax. No further information was able to be obtained. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.